Event description:
The customer contacted baxter's service center regarding a system error (se) 2240 (air in set), which occurred on the homechoice (hc) during initial drain. The technical service representative (tsr) had the home patient (hp) cycle the power to the hc. The hc alarmed system error 2367 occurred. The tsr had the hp cycle the power and then instructed the hp to set up with all new supplies and reviewed proper setup procedure. The hp would setup with all new supplies. The samples are unavailable for evaluation. The hc was operational. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. A follow-up MDR will be submitted upon completion of the evaluation or if additional relevant information is received.